Manufacturer narrative:
The analyzer was serviced on four separate dates by the field service engineer (fse): on (B)(4) 2010, verified the instrument performance. On (B)(4) 2010, fse removed and replaced the wbc bath and aperture assembly. Performed aperture current adjustment, latex and flow rate checks. Ran several pt samples and controls, but was unable to reproduce the problem. On (B)(4) 2010, fse evaluated the analyzer and could not reproduce the problem. On (B)(4) 2010, fse removed and replaced both red/white processor and red/white/platelet signal conditioner boards. Cleaned the blood sampling valve and made minor adjustments to secondary wbc cal factor. Ran reproducibility to verify mode to mode. Ran several samples and controls to verify operation. Raw data was requested but not provided. Root cause is unk. There were instrument generated flags that alert the operator to further review the pt specimen. Per product labeling: giant platelets and platelet clumps are a known interfering substance. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the MDR 1061932-2011-00946.

Event description:
Customer reported erroneous high corrected white blood cell (wbc) count results were obtained for two pt samples when using the coulter lh 750 hematology analyzer. There were instrument generated flags with the results. The sample was retested, with lower wbc counts obtained. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer for two pts on two different dates.